Event description:
A complaint was made that this customer was receiving "e2" messages and had not been able to take blood glucose levels. This had started on may 24th when customer allegedly received new strips without a corresponding calibration bar from the hosp. Customer interpreted "e2" message on the glucometer as a low reading and despite not having any symptoms of hypoglycemia, customer treated it as if low with food and fruit juices. Customer subsequently felt ill and dizzy and called an ambulance. They obtained a reading on their meter indicating hyperglycemia. Customer was treated with unknown IV fluids in the ambulance and at the hosp. Customer was released from the hosp the same day.